Manufacturer narrative:
Block h6: impact code f1001 captures the reportable event of procedure cancelled.

Event description:
It was reported that during an anterior repair with sacrospinous fixation procedure using a capio slim, there was difficulty deploying the needle. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown. Since the procedure took place in a government hospital, the patient will be re-booked once operating theatre time becomes available.